Event description:
It was reported that during a cholecystectomy procedure, gas leaked. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results confirmed that the instrument was returned for analysis. A leak test was performed and no leaks were noted during testing. However, during visual inspection the duckbill was noted to have evidence of short shot during the molding process. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.